Event description:
It was reported that the physician requested a review of a stored episode for this subcutaneous implantable cardioverter defibrillator (sicd) as it was unsure if the shock was delivered for a ventricular tachycardia (vt) or inappropriately for a supraventricular tachycardia (svt). The patient denied symptoms and was running round at the time of the shock. Technical services (ts) discussed morphology appears to match the one of a vt episode and would lean toward vt, however noted ep need to confirm. Ts also reviewed other stored episodes and noted one inappropriate shock due to oversensing of noisy signals that was addressed by changing the sensing vector, ts also noted smartpass was disabled due to low amplitude signals. No further oversensing was noted. This sicd remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the physician requested a review of a stored episode for this subcutaneous implantable cardioverter defibrillator (sicd) as it was unsure if the shock was delivered for a ventricular tachycardia (vt) or inappropriately for a supraventricular tachycardia (svt). The patient denied symptoms and was running round at the time of the shock. Technical services (ts) discussed morphology appears to match the one of a vt episode and would lean toward vt, however noted ep need to confirm. Ts also reviewed other stored episodes and noted one inappropriate shock due to oversensing of noisy signals that was addressed by changing the sensing vector, ts also noted smartpass was disabled due to low amplitude signals. No further oversensing was noted. This sicd remains in service. No additional adverse patient effects were reported. Additional information was received, the health care professional (hcp) believed that the shock that first shock was likely appropriate for vt and not svt. This sicd remains in service. No adverse patient effects were reported. This product was replaced due to therapy upgrade and successfully replaced. No adverse patient effects were reported. This product was returned for analysis.

Event description:
It was reported that the physician requested a review of a stored episode for this subcutaneous implantable cardioverter defibrillator (sicd) as it was unsure if the shock was delivered for a ventricular tachycardia (vt) or inappropriately for a supraventricular tachycardia (svt). The patient denied symptoms and was running round at the time of the shock. Technical services (ts) discussed morphology appears to match the one of a vt episode and would lean toward vt, however noted ep need to confirm. Ts also reviewed other stored episodes and noted one inappropriate shock due to oversensing of noisy signals that was addressed by changing the sensing vector, ts also noted smartpass was disabled due to low amplitude signals. No further oversensing was noted. This sicd remains in service. No additional adverse patient effects were reported. Additional information was received, the health care professional (hcp) believed that the shock that first shock was likely appropriate for vt and not svt. This sicd remains in service. No adverse patient effects were reported.